Event description:
The device was used to administer pacing therapy to a patient diagnosed with a 3rd degree "arterial ventricle block." The device pacer allegedly spontaneously shut off and had to be restarted repeatedly. There were no adverse effects to the patient resulting from the reported discrepancy. The patient was resuscitated.